Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message in the pt care unit. It was also reported there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the door not fully latched messages which were not confirmed or reproduce. The pump in its received condition did not allow for troubleshooting or the ability to download the event history log as the customer had disassembled the entire pump. The device received with the case halves separated exposing all esd sensitive components. The device was retired from service.